Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by MFR: device disposition is unknown.

Event description:
The manufacturer became aware of a study from ¿university of (B)(6) school of medicine, (B)(6)¿ which was published in may 2015. The title of this study is ¿tibiotalocalcaneal arthrodesis using retrograde intramedullary nail fixation: comparison of patients with and without diabetes mellitus¿ and is associated with the stryker t2 ankle arthrodesis nail. Within that publication, post-operative complications/ adverse events were reported, which occurred between 1-jan-2005 until 30-jun-2013. It was not possible to ascertain specific device details from the report; a review of the complaint handling database, however, revealed that the event has not been reported by the hospital or by the author of the publication. Therefore, 68 complaint was initiated retrospectively for the different adverse event mentioned in the report. This product inquiry addresses nonunion. 22 out of 22 cases.